Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reports that there are false alarms and does not detect ves. It was reported that patient data is missing, assessment is based on reported deviation. There is no report of adverse event or patient harm.

Manufacturer narrative:
Updated evaluation: information on what monitoring device was in use when the reported issue occurred, what software version the device was running, and specific device identification information was requested but not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, it was stated that no further information was available. Without the ECG full disclosure event information and device logs, a cause cannot not be determined.

Event description:
The customer reports that there are false alarms and does not detect ves (ventricular extrasystole). It was reported that patient data is missing, assessment is based on reported deviation. There is no report of adverse event or patient harm.

Event description:
The customer reports that there are false alarms and does not detect ves. It was reported that patient data is missing, assessment is based on reported deviation. There is no report of adverse event or patient harm.

Manufacturer narrative:
Information on what monitoring device was in use when the reported issue occurred, what software version the device was running, and specific device identification information was requested but not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, it was stated that no further information was available. Without the device logs or additional information, a specific root cause could not be determined. A historical review of similar complaints, where false alarms were reported but devices logs were provided, found this type of issue to be related to the device settings that were chosen by the user and not related to a malfunction of the device. In these similar complaints, the device was confirmed to have functioned as intended. In these cases, the user failed to appropriately set the device to the pacer fusion mode, and it would be expected that the clinician sets this mode depending on whether the patient has a pacemaker or not. The instruction for use (IFU) for the ics, infinity acute care system (iacs), and m300 provides users with information on the pacer fusion mode. Pacer fusion mode offers increased detection sensitivity to fused beats, thereby reducing false asystole and low heart rate alarms. The IFU warns users to pay close attention to pacemaker patients being monitored in fusion mode because this mode may increase the risk of falsely counting pacemaker spikes as qrs complexes.